Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was undersensing premature ventricular contractions (pvcs). The electrogram (egm) shows pvcs occasionally fall into cross chamber blanking. The device will deliver a right ventricular (rv) pace, but it does not capture that a pvc has occurred. It also appears the pvc conducts to the left ventricular (lv) occasionally. Technical services (ts) was consulted and provided troubleshooting and device optimization recommendations. The device and leads remain in service. No adverse patient effects were reported.